Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead has been exhibiting a gradually rising shock impedance measurement. The local field representative confirmed no intervention to date, as the physician has elected to monitor the leads performance. No resulting adverse patient effects have been reported and the lead remains implanted and in service.